Manufacturer narrative:
Other text: device evaluation, tamper seal removed/broken: no. Physical condition of the device: good condition with no appearance of any physical damaged. The reported issue unable to duplicate the primary audible alarm post at power up. The cause of the reported issue unable to determine the intermittent of the error. Audio test was performed which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump exhibited primary audible alarm and background test audible alarm. No patient injury was reported,

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.